Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tube didn't draw enough volume of blood. Non-bd's winged needle, bd's adapter and holder were used for blood collection with this product."

Manufacturer narrative:
Investigation summary: bd japan received a sample and attached six (6) photos for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was not observed. The customer verbatim provided that pressure was applied to the tube presumably with a syringe. Additionally, twenty (20) retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode.